Manufacturer narrative:
On (B)(6) 2019 the lens was exchanged with a same size/model lens but different power and the problem resolved. Postoperative report stated "patient is happy" h6 - patient code 3191: no code available (secondary surgery, lens exchange) claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.50/2.5/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Refractive surprise was observed, the lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.